Event description:
On (B)(6) 2013, a reporter contacted animas alleging that there were black marks obscuring the display screen on their device. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: no spots were observed in display. The reported issue was unable to be verified or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.